Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the battery compartment was cracked and was leaking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the opening of the battery chamber down behind the finger pad. The returned battery cap was able to fully tighten with no yellow o-ring showing. There was no power loss observed. Leak testing revealed a battery compartment leak. Corrosion was observed in the battery compartment. The pump was opened and no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.